Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient referred no response with the cochlear implant. The patient was re-implanted on (B)(6) 2015. Reportedly, during the re-implantation surgery, cochlear ossification as well as 8 extra-cochlear channels were observed, the 4 remaining channels had been inserted in the scala vestibuli.

Manufacturer narrative:
(B)(4). Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on the information received, 8 electrodes were out of cochlea, with the remaining 4 channels inserted in the scala vestibuli. A full insertion was reportedly achieved at initial implantation. This is a final report.

Event description:
It was reported that the patient had no response with the cochlear implant. Reportedly, during the re-implantation surgery, cochlear ossification as well as 8 extra-cochlear channels were observed, the 4 remaining channels had been inserted in the scala vestibuli.